Event description:
It was reported that the device could not be interrogated after several attempts using two different programmers. The device was explanted and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.